Event description:
It was reported that the display on a cardiohelp-I unit suddenly stopped working. (B)(4).

Manufacturer narrative:
Maquet medical systems, USA submits this report on behalf of the legal manufacturer of the device maquet cardiopulmonary (B)(4). Maquet cardiopulmonary ag provided product failure investigation, analysis and resolution for the device described in this report. Upon receipt of the device the batteries were removed and re-inserted. The device appeared to be fine unit smoke emerged from the unit. The root cause of the described incident has been investigated and determined. Investigation of the defect mode has confirmed that one lot of potentially defective capacitors was used to produce the affected lots. The defective capacitor behavior led to the shutdown of the battery booster that boosts the voltage of the batteries from 12v to 24v. This in turn led to insufficient voltage to ignite the backlight of the display. A field safety corrective action was initiated and notification was submitted to FDA on (B)(4) 2013. The device referred in this report is one of the affected products addressed by the fsca. The cardiohelp device will be repaired during the defined time-frame documented in the fsca.